Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device determined failure of internal universal joint resulted in malfunction.

Event description:
A retrospective review of file was performed on august 31, 2006. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. It was reported that during total hip arthroplasty impactor handle broke, while loading acetabular shell component and implant could not be removed. Alternate component and inserter were available and used to complete the procedure. No pt impact was reported.